Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that prior to use the 2x15mm nc trek neo balloon dilatation catheter (bdc) was noted to be to punctured. Therefore, the bdc was not used in the procedure. A non-abbott balloon was used to continue the procedure. There was no patient involvement and no clinically significant delay reported in the procedure. No additional information was provided.

Event description:
Subsequent to the initial report being filed, return device analysis found the balloon catheter was returned with blood on and in the balloon folds. The balloon was loosely folded. There was no adverse patient effect reported. The procedure was to treat a lesion in the anterior descending artery. No additional information was provided.

Manufacturer narrative:
Visual inspection and functional testing were performed on the returned device. The reported puncture in the balloon was not confirmed; however, a longitudinal balloon rupture was noted on the returned device. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot of specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported punctured balloon could not be determined. Return device analysis noted that the device was returned with blood on and in the loosely folded balloon folds, which can indicate that the device was used, and a balloon rupture occurred while inside the patient anatomy. Additionally, a longitudinal balloon rupture was noted on the returned device. Possible factors that could contribute to balloon material ruptures include, but are not limited to, balloon damage during processing of the balloon material, inflation technique, interactions with other devices or patient anatomy. In this case, it is possible that the noted balloon rupture is what was perceived as the reported puncture in the balloon; however, a conclusive cause could not be determined since limited information was provided. Correction: h6 - health effect - impact code 4656 was removed.